Event description:
It was reported via repair work order that the siderail was stuck in the down position due to broken timing link and it was also reported that motion interrupt pan was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.